Manufacturer narrative:
(B)(4). Batch # m56546. The analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the first firing of the device went as standard. When device came to be reloaded, it would not fit the second cartridge into the jaw. It was checked that the knife was fully back and the knife reverse procedure was carried out anyway. Another like device was used to complete the procedure. The new same cartridge was fitted into the new device and fired successfully. There was a delay of ten minutes. There were no adverse consequences for the patient reported.